Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable..

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps was defective but not additional information was provided. There was no report of patient involvement or no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the reported issue involved a damaged grip/pitch (silver) cable, which was snatched, but there was no conductor (black) cable damage or material missing from the instrument tip. No functional failures such as arcing, sparking, or uncontrolled movement were reported, nor was there any patient injury. The procedure was completed robotically using a backup instrument, and the damaged instrument is available for return to isi for evaluation. However, no photographic or video evidence of the device or procedure is available.